Event description:
Additional information was received from a company representative. The motor stall occurred due to the patient having an MRI that day and the pump recovered following the MRI with no further issues reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted:(B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from the health care provider (hcp), regarding a (B)(6) female patient receiving intrathecal bupivacaine 30mg/ml at 45.042mg/day and morphine 20mg/ml at 30.028mg/day via an implantable infusion pump. The indication for use of the device was for spinal pain. The concomitant medications and patient history were not reported. The logs indicated that a two motor stalls with recovery occurred on (B)(6) 2015. The first stall was at 16:23 that recovered at 16:58, and the second stall was at 17:02 that recovered at 17:59. Follow-up was being conducted to determine if the cause for the motor stalls, if they had resolved, and if the patient had had an MRI or other electromagnetic interference (emi); if additional information is received this report will be updated.